Event description:
It was reporter that balloon detachment occurred, requiring intervention. The target lesion was located in the vessel below the knee. A 3.0mm x 100mm x 150cm sterling balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was sheered off and a cutdown was needed to retrieve the balloon. There were no patient complications as a result of this event.